Manufacturer narrative:
Product event summary: analysis found the main printed circuit board (pcb) and display frame were corroded. Analysis also found the upper case, display grommets, display screws, one case screw, main pcb screws, and the insulator label were contaminated. Display wires were pinched (insulation not compromised) and contaminated. Encoder switch assembly was rusted and corroded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) would not turn on. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.